Event description:
Healthcare professional reported left side "rupture". The device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). Zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. No additional observations. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.